Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "backup alarm failed" error message. It was unknown how the issue was found. No patient or user harm reported. The customer reported that the v60 ventilator displayed a "backup alarm failed" error message. It was then noted that either the power management (pm) board and/or central processing unit (cpu) board would need to be replaced. The investigation is ongoing.

Manufacturer narrative:
Insufficient information was available to determine the resolution of the event. The customer declined service and repair, and the record was closed with no further actions performed by philips. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.